Event description:
The hospital reported that before the procedure, upon opening a vasoview hemopro 2, they observed a glue- or gelatin-like substance on the jaws. This was noted as atypical based on their prior experience with the product. As a result, the device was set aside for evaluation and not used. A replacement device was opened and functioned as expected without issue. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.